Manufacturer narrative:
The sample investigation has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: during a lap cholecystectomy, the surgeon noticed that the clips were not loading properly. He said it seemed as though the clips were loaded backwards. There was no delay in the case or harm to the patient. A second applier was used to finish the case. The patient's condition was reported as fine.